Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the implantable cardiac monitor (icm) was undersensing resulted in false pause episodes. No intervention was performed. The patient was in stable condition.